Event description:
Customer initially reports that burs are snapping off "right away." No pt injury. On (B)(6) 2012, customer reports via phone, one instance they had to take x-rays to make sure the bur didn't go into the extraction site down into the bone.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.